Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#, serial# (B)(6), product type programmer. Patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller ((B)(6)) revealed the system connector corroded, scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patien t could not get their controller to charge anymore, and when they plugged it in, the controller did not turn on. They tried resetting the controller and tried aa batteries, but that didn't work. The patient removed the battery pack and the controller was plugged into the ac power supply at an outlet. Before they removed the battery pack, they saw the controller power on and they saw a "memory problem" screen and the controller started charging. They then removed the battery pack to read the serial number and when they reinserted the battery pack, they saw the green light flashing on the controller. The patient was advised to let the controller charge fully and it was noted that everything appeared to be working as intended. The troubleshooting steps that were taken on the call resolved the issue. 2021-nov-23 rtg0226230, rpl 322565 (con): additional information was received from the patient. Patient called back stating she is having the same issue as before and she did all the troubleshooting steps and the controller will not power on when plug into the outlet. Ps asked patient to remove the battery pack and plug controller into the outlet and patient said there is no power on the controller and there is green light on the ac power supply cord. Ps confirmed there is no damage on the controller or ac power supply port. A replacement controller was sent to the patient.